Event description:
It was reported to medtronic neurosurgery that an exacta edms was found to be leaking out of a stopcock during set-up. No patient impact was reported.

Manufacturer narrative:
The returned product was patent. The proximal patient line stopcock had cracks in two of the luer connectors. It did not meet requirements for the leakage test due to the cracks in one of the luer connectors. Adhesive was observed in the interior of the luer connectors of the stopcock. A review of the manufacturing and inspection records showed no anomalies. (B)(4).